Event description:
It was reported that the "black stopper" of the syringe plunger detached during use.

Manufacturer narrative:
It was reported that the "black stopper" of the syringe plunger detached during use. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Twenty-six (26) boxes of product in new condition were returned for evaluation. Visual and function inspection was unable to reproduce or confirm the reported problem/issue. According to the reporting facility, the syringe and hypodermic combo was being used to draw medication, however, this needle type is not designed to penetrate vials and blunt tip needles should be used instead. User error was determined to be the cause of the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed. Additional product lot reported = 170620, 170630, 180110, 180125.